Manufacturer narrative:
This complaint has been further assessed as not reportable based on the new information received from the customer. The customer initially alleged loss of mechanical ventilation due to the leak rate 750ml/min. However, the customer misunderstood the definition of loss of mechanical ventilation and considered the leak test failure as loss of mechanical ventilation. Both of the mechanical and manual mode ventilation would be available in this case. A leak condition will be noted in the preoperational check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The canister assembly was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during pre-use checkout, there is gas leakage from the machine and leak test failed with a leak rate of 750ml/min. There was no reported patient involvement.